Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.4, lab: 1.9. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.